Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the occlusion.